Manufacturer narrative:
The pump was returned for evaluation. Examination of the pump blood-contacting surfaces found a red, tissue-like thrombus in the outlet stator. The thrombus did not show laminated layering, indicating that the tissue did not form in the outlet stator. The distal end of the pump rotor and outlet bearing showed contact marks indicating that the thrombus was present while the pump was operating. The thrombus would have contributed to the reported increase in lactate dehydrogenase and hematuria. The evaluation could not determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to the patient's pump exchange on (B)(6) 2015, the patient also experienced dark urine. The patient was administered IV heparin for the suspected pump thrombus. The patient's inr goal was 2-3, and at the time of the event their inr was 3.4. It was also reported that the patient is currently doing well.

Manufacturer narrative:
Device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital from clinic due to an elevated lactate dehydrogenase (ldh) level of 1236 u/l. The patient had an inr of (B)(4) at the time of admission. The patient's pump parameters at the time of the event were reportedly within range, except for one slight power increase during a pulsatility index event. Thrombus was suspected and the patient underwent a pump exchange on (B)(6) 2015. The patient was reported to be in stable condition and was discharged to home on (B)(6) 2015.